Manufacturer narrative:
(B)(4) - the oll2 device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be ascertained.

Event description:
On (B)(6) 2022, a 77-year-old male patient with a history of afib and prior 2 electrophysiology catheter ablations underwent a coronary artery bypass graft procedure via median sternotomy with concomitant pulmonary vein isolation. 9 months post-op patient developed pulmonary vein stenosis. Information presented reasonably suggests that patient's pulmonary vein stenosis may have been caused or contributed to by either the surgical rf pulmonary vein isolation procedure or previous catheter ablations to the pulmonary veins. Imaging has not yet been made available to further assess cause or contribution of surgical rf device to the event. There was no reported device malfunction, and the adverse event was the result of a procedural complication.